Event description:
It was reported that the doctor implanted a model za9003 intraocular lens (iol). When the haptics emerged from cartridge, the haptic scratched the patient's posterior capsule and it ruptured. It was treated appropriately, and the operation was completed without problem. No patient data, gender or age were provided. The date of the event, and the implant and explant date was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Catalog #: za90030220. The intraocular lens (iol) was returned to our manufacturing site for investigation. The returned lens sample was inspected at 10x microscope magnification. Visual inspection revealed that the one of lens haptics was distorted. The lens condition was consistent with a lens that had been explanted. No manufacturing cosmetic conditions were observed in the returned sample. Based on the investigation, the cosmetic defects found in the returned lens were related to explant process and not to a manufacturing defect. No manufacturing cosmetic conditions that could cause the reported complaint were observed in the returned sample.: the manufacturing records were reviewed. Device manufacturing record review noted that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. In manufacturing, lenses are measured for iol diopter power and contrast. At the final inspection process, the lenses are 100% inspected at 10x microscope magnification. The operators perform a measurement inspection and disposition according to specification for visual inspection of acrylic intraocular lenses. Any defects on the lenses that do not meet the criteria specifications are rejected. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. No additional investigation requests have been received for this production order (p/o). The review did not show any adverse trends. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported event when this production order was completed. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.